Event description:
It was reported that a peritoneal dialysis nurse (pdrn) discovered a fluid leak on the inside of the cassette door of the cycler after ending a patient¿s pd treatment. The pdrn reported receiving an air detected in cassette alarm prior to treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The pdrn was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued. The cassette used by the pdrn was discarded and is not available for return for physical evaluation by the manufacturer. Additional information has been requested but has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) 3 hours simulated treatment was performed and no fluid leak in the test cassette was found. No alarms or issues occurred during the test. The cycler underwent and passed a system air leak test, balloon valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection was performed and encountered hp2 clogged. Fluid in the hp2 is a related to the reported symptom code m31 air detected in cassette warning. There were visual indications of dried fluid on the bottom cover behind the front panel on the bottom cover under the pump assembly, on the bottom pump gasket, and behind mushroom heads a & b. The cause of the observed fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis nurse (pdrn) discovered a fluid leak on the inside of the cassette door of the cycler after ending a patient¿s pd treatment. The pdrn reported receiving an air detected in cassette alarm prior to treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The pdrn was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued. The cassette used by the pdrn was discarded and is not available for return for physical evaluation by the manufacturer. Additional information has been requested but has not been obtained.